Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. This report is for an unknown quantity of unknown 2.7 mm va locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part number reported: 02.211.040 thru 02.211.060. Exact screw length is not known. Implant/explant date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Facility telephone is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 2.7/3.5 mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate, 2.7/3.5 mm va lcp medial distal tibia plate, and an unknown quantity of 2.7 mm va locking screws on unknown date. On unknown date it was determined that the heads of some of the screws had broken. Patient had also developed an infection at the implant site. X-rays taken on unknown date also revealed a broken drill bit embedded in patient¿s bone. Patient was returned to surgery on unknown date for hardware removal. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Revision due to infection and broken screws is addressed in (B)(4). This report addresses the screws that broke intraoperatively during removal. This report is for an unknown quantity of unknown 2.7 mm va locking screws. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: 2.7 mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate (part number 02.118.212, lot number unknown, quantity 1); 2.7 mm va-lcp medial distal tibia plate (part number 02.118.014, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.